Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for 00515042001, lot number 63456355, identified no relevant deviations or anomalies. Product examination found that one of the batteries had leaked and caused corrosion of the adjacent battery contact. This caused the unit to not function. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery, the pulsavac does not work, can not transport water. There was no patient involvement and an alternate device was available to complete the surgery. There was no medical intervention required and no delay in procedure. The investigation revealed battery corrosion.